Manufacturer narrative:
After further review of additional information received the following sections d8,d9, g3,g6 ,h2 and h3 have been updated accordingly. The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6 ,h2, h3 and h6 have been updated accordingly. When the iliac branch of the incraft 13mm x 14cm iliac limb abdominal aortic aneurysm (aaa) stent graft system reached the suitable release position and was ready to release, it was found that the stent could not be released. Finally, the device was removed from the patient's body and found that the sheath wall of the conveying system was fractured. There was no reported patient injury. The main scaffold was successfully released. The device was stored in the cath lab at room temperature, for one month. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted to the device when it was taken out of the packaging. There were no difficulties removing the product from the packaging. The device was never in an acute or sharp bend. The component was successfully removed. The patient is currently normal. The product was returned for analysis. One non-sterile iliac limb 13mm x 14cm unit was received coiled for analysis inside a plastic bag. Per visual analysis a cracked condition was noted at approximately 25.6 cm from the distal tip on the prosthesis delivery system. No other anomalies were observed. Per sem analysis the separated area of the leg prosthesis delivery system outer member of the iliac limb revealed evidence of elongations on the outer member material. Plastic deformation and ductile dimples were also observed on the separated the outer member¿s braid wires. The elongations observed on the outer member and the plastic deformation and ductile dimples observed on the separated braid wires, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the leg prosthesis delivery system outer member was induced to a tensile force that exceeded its material yield strength prior to the separation. No other anomalies were observed. A product history record (phr) review of lot 17938144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿leg prosthesis delivery system ¿ cracked - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by elongations noted on the outer member and the plastic deformation and ductile dimples noted on the separated braid wires during analysis are commonly associated with separations caused by material tensile overload. According to the instructions for use, which are not intended as a mitigation of risk, ¿remove the appropriately sized aortic bifurcate and two iliac limb delivery systems from their packaging and examine for possible damage such as kinks or separated components. Do not use if damage is suspected.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot 17938144 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, when the iliac branch of the 13mm x 14cm iliac limb incraft abdominal aortic aneurysm (aaa) stent graft system reached the suitable release position and was ready to release, it was found that the stent could not be released. Finally, the device was removed from the patient's body and found that the sheath wall of the conveying system was fractured. There was no reported patient injury. The main scaffold was successfully released. The device was stored in the cath lab at room temperature, for one month. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted to the device when it was taken out of the packaging. There were no difficulties removing the product from the packaging. The device was never in an acute or sharp bend. The component was successfully removed. The patient is currently normal. The device is expected to be returned for analysis.